Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17417368 presented no issues during the manufacturing process that can be related to the reported event.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a powerflex balloon was unable to be deflated completely and had to be removed through surgery. The procedure was for treatment of a stenosis chronic total occlusion (cto). The lesion was severely calcified. There was no vessel tortuosity. The rate of stenosis was 90%. The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU and prepped normally. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. The contrast media used was iodixanol and the contrast to saline ratio was 1:1. Initially, the balloon was flushed normally, was advanced along the wire and was slowly expanded into the stenosis. There were no kinks or other damages noted prior to inserting the product the product into the patient. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. A smith device was used for inflation. The balloon was inflated 3 times to 10 atmospheres (atm) each of the three times it was inflated. The balloon maintained pressure each of the times it was inflated. The product was removed intact (in one piece) from the patient. There were no abnormalities noted to the balloon and/or the balloon catheter after it was removed from the patient. The patient is currently doing well.

Manufacturer narrative:
As reported, a powerflex pro balloon catheter (bc) was unable to be deflated completely and had to be removed through surgery. The patient is currently doing well. The procedure was for treatment of a stenotic chronic total occlusion (cto); however, the rate of stenosis was reportedly 90%. The lesion was severely calcified. There was no vessel tortuosity. The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU and prepped normally. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. The contrast media used was iodixanol and the contrast to saline ratio was 1:1. Initially, the balloon was flushed normally, was advanced along the wire and was slowly expanded into the stenosis. There were no kinks or other damages noted prior to inserting the product the product into the patient. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. A smith inflation device was used with the powerflex pro bc. The balloon was inflated three times to ten atmospheres (10 atm) each time. The balloon maintained pressure each of the times it was inflated. The product was removed intact (in one piece) from the patient. There were no abnormalities noted to the balloon and/or the balloon catheter after it was removed from the patient.  A non-sterile unit of powerflexpro 5mm15cm 135 was received for analysis inside of a plastic bag. The balloon was received deflated and appears to have been previously inflated. No anomalies or damages were observed on the received unit. Functional analysis was performed and was successful on the returned unit. The balloon was inflated to 12 atm and successfully deflated according to product development requirements. Cross-sectional analysis of proximal balloon seal/transition seal/hub was not performed due to successful functional analysis achieved on unit. A device history record (DHR) review of lot 17417368 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty- unable to¿ was not confirmed due to successful functional analysis of the returned device. The exact cause of the issue reported by the customer could not be determined. Based in the information available for review, handling/procedural factors may have contributed to the issue reported. According to the instructions for use, which is not intended as a mitigation, ¿fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. Carefully advance the catheter through a sheath or guide catheter through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.